Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-21: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the stimulation was not helping their symptoms. Patient said that the stimulation had ever helped that much ever since they got the implant and their doctor told them to try meeting with a manufacturer representative (rep) before accepting that nothing can be done. Patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided national answering service (nas) number, and emailed reps for visibility. 2025-jan-30: additional information was received from a healthcare professional (hcp) and rep. The hcp reported that electrode #15 is >40 ,000. An impedance check was done, cause is not known.

Event description:
Additional information received from the manufacturer representative reported that the patient was reprogrammed and the issue was resolved. The patient was able to feel paresthesia again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.